Event description:
A male pt, who was enrolled in the registry, expired 6 months after a precise rx stent was implanted in his right mid internal carotid artery. The cause of death could not be confirmed. No autopsy was performed. According to the investigator, the death was not related to cordis products. At the time of the index procedure, angiography revealed an 80% stenosis in the right mid internal carotid artery. The lesion was described as moderately calcified, eccentric and 20mm in length. The reference vessel was 6.0mm in diameter. An angioguard rx was advanced beyond the target site and the 6mm basket was successfully deployed. The target was pre-dilated. An 8.0 x 30mm precise rx stent was deployed in the target lesion without complication. The angioguard was successfully retrieved. Upon inspection, there was debris noted in the filter basket. There were no reported procedural complications and the pt was discharged the following day. Discharge medications included aspirin and clopidogrel.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.